Event description:
Reportedly, eno dr was implanted on (B)(6) 2022 due to normal battery depletion of reply dr. There was no problem with the a&v lead measurement values. At the time of connection, the protrusion of the connector pin, the operating click sound of the torque wrench, the pull test, the protrusion of the connector pin by x-ray fluoroscopy, and the pacing operation by ECG were confirmed. No abnormalities were found in the postoperative check. On (B)(6) 2022 ventricular pacing failure and unipolar impedance of 3000o or more was observed. There were no abnormalities in the chest x-ray image and the protrusion of the tip pin. On (B)(6) 2022 re-intervention was performed. The ventricular lead impedance was 3,000 o or higher. Check that the lead connection was fixed. The pin never came off. The ventricular lead was disconnected and measured by psa, but the lead impedance could not be measured. A new lead was implanted, and the screwvine 58 sep was capped and abandoned in the body.